Manufacturer narrative:
Batch review performed on 29 march 2021: lot 1908269: (B)(4) items manufactured and released on 04-mar-2020. Expiration date: 2025-02-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
When the patient was being moved after the primary hip surgery and was getting up from a sitting position, the patient sustained a fracture and subsided stem. The fracture caused the subsided stem. The surgeon decided to revise the stem, head, and liner 4 days after primary. The surgery was completed successfully.